Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, red, burning rash under the front therapy pad of the lifevest equipment. The patient¿s physician advised to keep the area dry. Follow up indicated that the skin irritation improved. Outcome of the irritation is unknown.